Event description:
It was reported that patient is having a battery replacement today and upon checking impedances in pre-op, everything was normal in the monopolar section, but there were issues with some of the segmented contacts that were over 10,000 ohms in bipolar even though that segment in a monopolar mode was around 1700 ohms. Caller stated they ran impedances at 1.0 ma and that patient is programmed in ring mode and therefore, not in bipolar. Caller wondered if there was some tissue buildup at the contacts as battery had hit end of service around january and therefore, stim hadn't been on since then. Agent reviewed considerations and suggested running impedances using auto algorithm to see if that normalizes the bipolar pairs. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.